Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the events could not be determined from the pre-implant drawing and limited films provided. The intended proximal landing zone was near the centerline of the right renal artery orifice, where the aortic diameter measured 19.4 x 21.2mm, and the abdominal aorta ranged in diameter from 17 ¿ 18mm as it tracked distally to the distal aorta. A single non-contrast still image and 10-second video showing only the proximal portion of the implanted aortic cuff and tube (and suprarenal stents) revealed that renal stents had been placed bilaterally, and that a catheter appeared to be positioned on the right-lateral side of the device and was aligned vertically (and possibly caught) near the base of the lateral-right suprarenal stent from one of the devices. No obvious stent graft issues were observed. No clear suprarenal stent entanglement could be confirmed, and all 8 proximal markers (from the 2 devices) appeared to be in the approximate same plane. Ballooning of the right renal stent was observed in the video. The cause of the proximal type I endoleak could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy, and the films were non-contrast; therefore, the reported endoleak could not be assessed. It is possible that implanting with chimneyed renal stents may have compromised the integrity of the proximal seal, and possible stent graft oversizing may have also contributed. The cause of the events occurring with another manufacturer¿s stents and sheaths, leading to entanglement of the suprarenal stents, could not be determined. This may have been user related. The cause of the external iliac dissection also could not be determined; this may have been anatomy related. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 33.3 mm abdominal aneurysm originating in the left renal artery. It was noted that the aneurysm was infected and had caused osteolysis of the vertebra. The physician opted to use a chimney technique with an endurant ii device. It was reported that a (B)(4) was implanted intentionally covering about a half of the right renal artery. Another manufacturer¿s stent was placed in the left renal artery. However, it did not cross the edge of the endurant ii stent graft. A different manufacturer¿s sheath was delivered for overlapped stent implantation, but it became caught on the edge of the first stent implanted in the left renal artery and could not advance further. The sheath was advanced and retracted repeatedly. Eventually a second stent from the first manufacture was implanted without overlap. A third stent from the other manufacture was also implanted in the right renal artery and apposition was achieved with the kissing technique. After touch up was performed rather tightly by kissing, the other manufacturer¿s sheath slipped onto the suprarenal stent. It was noted that it was not pushed. A type ia endoleak was also seen so a (B)(4) cuff was implanted. At this point the physician attempted to remove the other manufacturer¿s sheath, but it was stuck on the suprarenal stent. The physician tried to insert a catheter inside the sheath as well as inflate a balloon. They also attempted to use forceps to pinch the sheath but it became more entangled with the anchor pin(s). Eventually an incision was made in the left auxiliary artery and the sheath was cut with endoscopic scissors. Part of the sheath was removed and part remained caught in the patient. At this point the patient¿s vital signs became abnormal and their blood pressure dropped. An occlusion balloon was inserted to stabilize the patient. A dissection in the external iliac artery was confirmed and another manufacturer¿s stent graft was implanted to treat the issue. On the final angiogram part of the suprarenal stent was found to be turned over and the type ia endoleak remained slightly. The physician decided to complete the procedure without any additional treatment and the event was considered to have resolved. The physician stated that the cause of the event was user error. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.